Manufacturer narrative:
The patient's known short to shield was reported under MFR # 2916596-2018-03288. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, with known short to shield, was admitted for possible phase to phase progression. According to technical services (ts), no abnormal alarms or events associated with phase to phase progression were recorded and that the patient x-rays showed some shield stretching near the connector end bend relief. As of (B)(6) 2020, no additional driveline damage has been confirmed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account revealed no pump-related issues. The account reported that the patient, who had a known short-to-shield issue, was admitted on (B)(6) 2020 for possible phase-to-phase progression. The account¿s submitted x-ray images of the patient¿s driveline showed an area of potential shield stretching; however, review of the submitted log files revealed no atypical events or alarms associated with the left ventricular assist system (lvas). The pump operated above the low speed limit for the duration of the files and no interruptions in pump support were observed. The pump appeared to have been operating as intended. The patient was reportedly using an ungrounded cable and the account later reported that no additional driveline damage had been confirmed. The patient remains ongoing on heartmate (hm) ii lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents outline indications of driveline wire damage as well as how to respond to such events, and further explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.